Event description:
The reamer device came apart. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The medullary reamer was analyzed for conformance to print specifications. The fracture face is homogenous which indicates material conformity. No product fault could be detected. It is possible that a mechanical overload caused the breakage which would explain the clearly visible stress marks at the shaft noted during the visual inspection of the device. This complaint has been determined to be indeterminate. (B)(6).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
The reamer broke during usage. The head of the medullary reamer remained in the body (bone marrow) after drilling. The surgeon removed the broken piece.this is 1 of 1 report for complaint (B)(4).